Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was not taking nice graft. The reported issue was noticed during surgery. No harm to the patient or staff or impact to the procedure as a result of the reported issue. An alternate device was retrieved for use without delay. The harvested graft was usable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information on (B)(6) 2018, it was reported that the device was not taking a nice graft. On (B)(6) 2018, it was clarified that the issue occurred during surgery on (B)(6) 2018. Another device was used to complete the surgery. There was no extension or delay reported. There was no harm or injury reported. The harvested graft was usable. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016,where it was reported that the device does not take skin and the machine head, semi-circle bearings, adjustment cam, vepsel sleeve bearings, motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm, eccentric shaft pack and 4 inch width plate were replaced. Product return of the air dermatome by zimmer biomet australia on (B)(6) 2018, revealed that the machine head was worn. The depth bar was found to have play in the forward and back direction. The surface of the dermatome was found to be pitted, which could be from some form of aggressive reaction or heaving cleaning. All the width plates were worn. The hose inner tube was hard. Repair of the air dermatome was not performed by zimmer biomet australia at the time of this investigation since the customer has not made a decision on the repair quote. The reported event ¿the device was not taking a nice graft¿ was confirmed since during initial inspection the depth bar was found to be damaged, which could cause the device to take incomplete grafts. The root cause of the device not taking nice grafts cannot be specifically determined with the provided information since it is unknown how the damaged occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number 107420, was repaired, tested and returned to the customer.